Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported broken speaker which was reproduced during evaluation. The device was found to produce no audio. The cause was determined during a visual inspection to be the processor printed circuit board was damaged. The processor printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken speaker. The audio does not work intermittently. There was no patient involvement. No additional information is available.